Event description:
A caller reported a pump malfunction, but no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions and assisted the caller in resetting it, after which the malfunction code did not recur. The customer was advised to continue using the pump and told to call back if the issue happened again.